Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential collagen positioning issue. The exact root cause cannot be determined. The likely cause was determined to have been thin patient anatomy or subcutaneous deployment of the components. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the operator stated that when applying backward pressure to the angio-seal device, he noted the collagen coming back outside of the skin. He applied manual compression and reports a pseudoaneurysm resulting from the event. His technique shown on the demo block model was correct. The estimated blood loss was less than 250cc. The operator reported a pseudoaneurysm, which required monitoring and subsequent imaging. It is not known at this time if medical treatment was required.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot #: requested, unknown d4: expiration date, UDI: unknown, as the involved product lot # was unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown, as the involved product lot # was unknown the production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.